Manufacturer narrative:
Pump received with intermittent button response and button error alarm due to corroded keypad traces. No numbers scrolling during testing noted. Unable to test excessive no delivery alarm due to button not responding. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the keypad was unresponsive. The customer also reported that there were numbers scrolling on the screen. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 300 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.